Event description:
(B)(4).

Manufacturer narrative:
Meter could not be tested or evaluated because it was not returned. A pre-paid envelope and label was mailed to customer, along with a replacement meter. Customer was informed of our desire to have the product back, so it might be tested.